Event description:
Ous MDR - this lead exhibited noise. Biotronik has no information in regards to a revision.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed noise on the rv and on the ff channel as reported in the complaint text. Furthermore the sensing trend curve for the ventricular channel, recorded from (B)(6) 2017 and (B)(6) 2018, showed a varying progression between 5 mv and 13 mv. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation.